Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging that the reporter experienced multiple ongoing and severe health issues while using the philips CPAP device, including lung and respiratory problems, waking up coughing and vomiting which led to hospitalization. Later the patient collapsed due to bronchospasms and was placed in a medically induced coma. In (B)(6) 2022, the reporter was hospitalized again with multiple health issues and was diagnosed with mast cell activation syndrome, causing severe nerve reactions and hypersensitivity. The reporter has developed severe allergies to a wide range of triggers, including animals and food. The reporter now carries several epipens at all times and cannot visit family members with pets due to risk of severe reactions. Eating and working have become difficult, resulting in significant weight loss and job loss (previously employed as a draftsperson). According to information presented after several years of using the device, the reporter experiences: tinnitus, poor memory, confusion, anxiety, cracked teeth, rashes, black eyes, wounds, palpitations, food allergies. Nausea, vomiting, skin, eye, nose respiratory tract irritation, shortness of breath, coughing, inflammation, etc. It is explicitly stated that a respiratory specialist linked the health issues to the CPAP machines and that the device in use was confirmed to be defective. However, it is unclear how the issues to the CPAP use were confirmed. The reporter requests that this report be included in the tga¿s statistics for future reference. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.